Event description:
A malfunction code labeled malf 12 was reported by the customer, associated with a pump, although no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. As corrective actions, cts confirmed the pump was under warranty and initiated a replacement. The customer will use a backup therapy called mdi to ensure continuous insulin delivery. Additionally, cts instructed the customer on how to put the faulty pump into storage mode and return it using a provided pre-paid label within ten days.